Manufacturer narrative:
A photo was provided for evaluation. Picture sent was analyzed and in fact it shows a person with contact dermatitis. Without a physical sample it is not possible to determine if in fact the chloraprep applicator has an increased chg concentration, increased ipa concentration, chemical specifications that do not meet requirements and/or increased impurity or leachable concentrations as established as potential causes in the design failure mode and effects analysis. A device history record review could not be completed as that information was unavailable. No further actions required at this time. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported by the literature article author that two patients developed allergic contact dermatitis due to compound allergy induced by chloraprep with tint. It was clarified that it was erythema oedematous. Per article: therefore, in both cases we diagnosed allergic contact dermatitis due to compound allergy induced by chloraprep with tint. Per fuq: pruriginous erythematous dermatitis in the described areas. No, chloraprep has been used correctly. We diagnosed allergic contact dermatitis due to compound allergy induced by chloraprep with tint. The patient has a history of atopy. Lasonil pain relief 10% gel (bayer consumer care ag, basel, switzerland) and pure lavender essential oil, but patch test with these products were negative.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the literature article author that two patients developed allergic contact dermatitis due to compound allergy induced by chloraprep with tint. Per article: therefore, in both cases we diagnosed allergic contact dermatitis due to compound allergy induced by chloraprep with tint.